Event description:
It was reported that ultrasafe x100l pr green ssl sdz had incorrect label information. This was discovered before use. The following information was provided by the initial reporter: sandoz material number on the supplier label is wrong (located on shipping box).

Manufacturer narrative:
H.6. Investigation: the supplier manufactures, packages and labels the product as per the current technical agreement (ta) 442.ta.021 bd swindon releases the product as per the above ta. This product code on the ta has a label template dgl0000582. The photograph provided by the customer has the correct label attached as per ta. Hence the batch was manufactured and labeled as per requirement. The customer specification sc000124 also does not dictate any specifics on customer labels related to this product code. The customer material code is a prepopulated entry on the label template which potentially indicates either the incorrect label template was assigned to the product or a change request from the customer did not correctly flow through the ww qms, however it is beyond the scope of bd swindon. Based on the investigation conclusion, bd- swindon was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to a bd swindon process. Bdm-ps performed a batch history record's review including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels, were manufactured and released according to applicable procedures and specifications.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ultrasafe x100l pr green ssl sdz had incorrect label information. This was discovered before use. The following information was provided by the initial reporter: sandoz material number on the supplier label is wrong (located on shipping box).